Event description:
Please refer to report 0009613350-2018-01271.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no specific event information is available. Event description: it was reported that the patient received an implant on (B)(6) 2001 and revised on (B)(6) 2018 due to unknown reason. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Shell, liner are compatible with each other. However, the stem and head are unknown, therefore no compatibility check could be done. Surgical technique is not reviewed as no event information is available. Instruction for use (IFU) is not reviewed as no event information is available. Conclusion: no event information is available as a reason for the revision surgery. Also, it is unknown if the used head an stem are zb products or competitor products. DHR review could not be done since no lot numbers were reported. The investigation results did not identify a non-conformance or a complaint out of box (coob). Therefore, based on the given information and the results of the investigation, we were not able to confirm the complaint and no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical devices: cocr head 28/+4 l 12/14 catalog no# 14280720; lot no# unknown, therapy date : (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and underwent revision due to unknown reasons.